Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal amikacin 250 mg in the first bag and third bag (frequency and duration not reported) and intravenous tazor 4.5g once a day (duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient completed antibiotic therapy, the patient¿s peritoneal effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. Four days after being admitted to the hospital, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.